Event description:
The elite suture shuttle needle was loaded into the elite suture shuttle pass instrument as per described technique. The instrument was used for 4 successful arthroscopic suture passes through rotator cuff tendon. On the 5th pass the distal tip of the needle broke off in situ and could not be seen. Image intensifier was required to identify the foreign body in the inferior recess of the shoulder capsule. From here it took over 60 minutes of fishing and imaging to finally remove the needle tip arthroscopically. This resulted in over 60 minutes delay to the case and swelling to the patient's shoulders due to pressurised irrigation for an extended period.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device was visually evaluated under a microscope and the tip of the device was broken. The tip was not returned for evaluation. A review of (B)(4) identified the root cause of this failure mode as material fatigue. A review of the device history records has confirmed that no non-conformance reports were issued against this lot number. No additional complaints are on file for this lot. This failure cannot be attributed to a manufacturing issue. Due to this fact we are unable to determine what may have caused the user to experience the reported incident. (B)(4).